Event description:
A 67 yr old white female brought to the hosp today for revision of spinal cord stimulating electrode. She had had a fall, had replacement of the generator a little over a month ago. The system functioned fine for a couple of weeks, then she again had failure. The generator functioning, getting some stimulation in the back and although x-rays show no break in the lead system rptr feels strongly that the electrode has failed.